Event description:
On (B)(6) 2012, pt reported experiencing elevated blood glucose levels for over a yr. Pt stated she rec'd a blood glucose reading of 343 mg/dl and felt weak. Pt reported she attempted to bolus to bring her blood glucose level back down. Pt's target blood glucose level is around 130 mg/dl. Pt stated the infusion site and tubing were in use for 2.5 days. Pt was able to self-treat to bring her blood glucose level down and did not require any outside treatment. Pt stated the new infusion set did not resolve her blood glucose issue. Pt reported she feels she is not getting the best absorption form her infusion set. Advised to contact the MFR regarding the issue. Pt stated there are no leaks in the system and verified the date, time and basal rate are set correctly. Advised to discuss the concern with her doctor. Pt reported she had an elevated blood glucose episode last yr that caused her to go to the hospital. Pt reported she began getting really sick and vomited all saturday morning. Pt said she took her blood glucose level and it was elevated, but she could not recall the actual reading. Pt reported she attempted to bolus to bring her blood glucose level down, but continued to vomit. Pt stated her husband took her to the hospital where she was diagnosed with ketoacidosis. Pt reported she was admitted and fell into a slight coma for about 2 days. Pt stated she was in the ICU for 4 days and then was released. Pt does not recall the treatment she was rec'd because she was in a coma. Pt reported the doctor at the hospital said she had an infection which was the cause of the ketoacidosis. Pt stated she was in the hospital for a total of 5 days. On f/u call on (B)(6) 2012, pt reported she has woke up with her readings a little elevated since the last call. Sending sample infusion set; no product return was requested.